Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: returned physical sample, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet was confirmed but the exact cause was unknown. The product returned for evaluation was a 3cg stylet. The t-lock assembly and white electrical lead had been cut from the sample near the yellow fin and were not returned. The stylet contained multiple kinks within the magnet tip. The following kinks were measured from the distal tip of the magnet string: 1.8cm, 3.4cm, 4.4cm, and 5.2cm. 21 magnets were counted within the tip and one magnet was broken, the third from distal end. Microscopic examination of the damage region found that the inner core wire was severely kinked at the previously identified kink sites. No potential damage, defect, or deformity potentially related to the manufacture process was observed during microscopic examination. Further evaluation included dimensional evaluation of the polyimide tubing which was found to be within specification. The observed damage indicated a prolapse-type event where the stylet had been kinked at an angle greater than 140° but the exact cause and conditions surrounding the event were unknown.

Event description:
It was reported "double lumen 4f. 3 kit used, 40 cm cut, brachial, straightforward insert, tip of needle at center of vein. "New PICC kit opened to be threaded on same vein. Okay on pre insert check. Difficulty initially on axillary area same as first one, able to thread beyond, but hitting 'wall' on last 7-8 cm. Flushing, arm/bed repositioning and etc done but still unable to thread. Requested to switch opposite site, and new PICC kit. Wire kinked post insert."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew0796 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "double lumen 4f. 3 kit used, 40 cm cut, brachial, straightforward insert, tip of needle at center of vein. "New PICC kit opened to be threaded on same vein. Okay on pre insert check. Difficulty initially on axillary area same as first one, able to thread beyond, but hitting 'wall' on last 7-8 cm. Flushing, arm/bed repositioning and etc done but still unable to thread. Requested to switch opposite site, and new PICC kit. Wire kinked post insert."